Event description:
During baxter's functionality testing of a spectrum pump, the device displayed the downstream occlusion message when no occlusion was present. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the reported constant downstream occlusion alarm which was not reproduced. Evaluation observed the pump unable to auto restart after a downstream occlusion. During the eval, the downstream sensor current reading was out of spec with a fluid filled set loaded (high reading). The downstream pressure plate gap was also found out of spec. The device was re-calibrated.